Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in a lower extremity vessel. A 200cm, 8cm poly tip v-18¿ control wire¿ was advanced to the lesion. However, during procedure, the tip of the wire broke off and was left inside the patient's body. There was no attempt in retrieving the detached tip from the patient's body and the procedure was completed with another v-18 guide wire. No patient complications were reported and patient's status was fine.